Event description:
It was reported that the twist clamp of the minicap transfer set cracked which resulted in a leak. This occurred while disconnecting from the cycler after peritoneal dialysis therapy. When the patient went to put a minicap on, even when the transfer set was closed, the transfer set was leaking fluid. When the nurse took off the transfer set, the whole white portion of the transfer set was able to be separated from the transfer set and two blue pieces of plastic came out of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and broken occlude feet and two holes in the silicone tubing were observed. Clear passage testing was performed and no issues were observed. Leak testing was performed and an external leak from two holes on each side of the tubing located at the occluder feet was observed. An internal leak through a closed twist clamp was observed. Clamp function testing was performed and a leak through the closed twist clamp was observed caused by broken occluder feet. The reported condition was verified. The cause of the leak at twist clamp was the tubing hole and based on the location of the hole, the probable cause of the damaged tubing was the broken occluder feet. The leak- fluid flow through the set was due to the broken occluder. The direct cause of the broken occluder could not be determined. However, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.